Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an underinfusion was identified while a patient was connected to a small volume folfusor. The pump was filled with folfiri and nacl 0.9% solution. The infusion finished after 4 days instead of the 2 days expected. There was no patient injury or medical intervention associated with this event. No additional information is available.